Event description:
It was reported that, the cup impactor would not engage the cup trial.

Manufacturer narrative:
Universal impactor/positioner cat# 2101-0200, lot# bzhaf was also listed in this report. At this time it cannot be determined which, if any of these devices may have caused or contributed to the reported event. When completed, the evaluation summary will be submitted in a supplemental report.